Manufacturer narrative:
Date sent: 8/5/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that post-op of a gastric band procedure, the patient was admitted to the hospital due to the vomiting and nausea. The patient had encountered the symptoms after the original implant but was concerned because it became more persistent. The surgeon did a fluoroscope and a radio opaque x-ray in 2009, to determine what the issue was. The patient was admitted to the hospital in the same month, and sent to the or for removal of the band due to 2mm erosion on the lesser curvature of the stomach. The patient was held overnight for observation and is stable.